Event description:
Patient reports she had a hernia repair a few years ago and then later had a reoperation to correct a problem. She does not know what the second surgery corrected and thought she heard something about the patch having a folded corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.